Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were high pressure, no disposable and upstream occlusion detected alarm messages. Three separate accuracy tests and visual inspection were conducted. The reported failed accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be low out of the published specification of +/-6%. The expulsor assembly will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. There was no patient involvement.